Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer did not have an active continuous glucose monitor session turned on. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.